Manufacturer narrative:
The investigation found that after imaging of plan (1) rt "scapula", the plan was retired on the same day. The new revised plan (2) was named "rt scapula:1" which was not treatment approved. The next day, the therapist loaded the pt ID and received a message stating "one or more plans are unapproved." They treated the treatment fields ap and pa in the rt scapula plan (1). The image only day and treatment, the following day, had the same session ser (59094) in the field history table, this means that on the image only day, the session was not completed. This session was eventually completed when the pt was delivered treatment, however, the scheduled activity mh table showed that the appointment from the previous day was left on queue at treatment and manually completed in time planner on the same day. The investigation could also see in the pt editing log table that the rt scapula:1 plan (2) was finally treatment approved after the pt was treated. It is a known issue that, in cases where an image for a plan is taken prior to first treatment and then retired in favor of a new plan, subsequent treatment of the retired plan is possible. This issue has been previously investigated and reported. A customer technical bulletin (ctb) has been created, which addresses this issue. A CAPA has been issued and further actions will be addressed in varian's CAPA process. There was no report of serious injury as a result of this issue. All corrective action will be reported under the guidelines of 21 cfr part 806. No additional f/u to this MDR is expected.

Event description:
Customer states that a treatment plan named "rt scapula" was revised to change the gantry position from 180 to 180e and the new (revised) plan was treatment approved. The therapist then requested a pa setup field be added to rt scapula:1. The setup field was added, but the plan was not treatment approved again. On the following day, the therapists opened pt #(B)(6) on the 4ditc. They received a message stating "one or more treatment plans are unapproved." They proceeded to mode up the available plan and treated. An override was necessary to move the gantry to the 180e position; the physics group was contacted after the treatment. Physics noted that the retired original plan "rt scapula" was treated and the new revision "rt scapula:1" was not treatment approved. The pt was not mistreated, however, the customer is concerned that a "retired" plan was available for treatment.